Event description:
Event description guidant received information that both the ventricular and atrial leads became dislodged. The physician expressed dissatisfaction with guidant suture sleeves and noted that the leads had slipped in the suture sleeves. A portion of the atrial lead was surgically abandoned and the ventricular lead was explanted. Both leads were replaced with competitor's leads and the explanted ventricular lead and explanted proximal portion of the atrial lead were returned to guidant for analysis.